Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by an hcp that they got one picture from the 1.5t MRI scanner before the patient told them that they had an implanted device. The hcp reported they stopped the scan but that now the patient couldn't turn the therapy on/off. There were no symptoms reported and there were no further complications reported/anticipated.